Manufacturer narrative:
The hill-rom technician found the brake audible alarm is not sounding due to the power control board power supply inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board power supply to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brake set alarm does not sound. The bed was located at the account in biomed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).